Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s daughter observed a leaking cartridge during a supply change, noting a loose cartridge top and difficulty filling the tubing, which coincided with elevated blood glucose and concurrent sensor issues; the patient uses a teflon 23" inset and later reported continued hyperglycemia at 345 mg/dl until new supplies could be used. Symptoms included hyperglycemia. Outcomes included no hospitalization and ongoing follow-up for blood glucose trend. Investigation included customer service troubleshooting, review of user reports, and follow-up calls to assess cartridge integrity and infusion setup. Investigation of this case revealed a suspected cartridge leak due to a loose cartridge top leading to incomplete insulin delivery, consistent with a cartridge component issue. It was concluded, based on previously established findings for similar reports, that the cause was likely user-handling related leakage at the cartridge interface resulting in inadequate insulin delivery.